Event description:
Healthcare professional reported right side pain, hardening, capsular contracture, baker grade iii/IV. Additionally, patient additionally reported breast is "hardened and swollen" and "cyst" (not device related). Patient representative reports pain, induration, chronic inflammation, anguish, and fluid accumulation. The device has been explanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Patient reported right side cyst, not device related. Additionally, healthcare professional reported right side pain, hardening, capsular contracture, baker grade iii/IV. Patient additionally reported breast is "hardened and swollen". The device has been explanted.